Event description:
On (B)(6) 2016, nakanishi received an email from (B)(4) that states a handpiece had overheated and burned a patient. Details are as follows. The dentist was cutting off a bridge and the patient jumped out of chair in pain. The dentist examined and saw a 1 inch by 2 inch burn on patients lower right lip area. The dentist stopped the procedure and applied tissue adhesive periacryl to the patient. The dentist followed up with the patient 3 days later and the dentist noted the patient was fine. The dentist determined that there was no scarring to the patient's mouth.

Manufacturer narrative:
Nakanishi sent an email message to (B)(4) on july 1, 2016 about repair history for handpiece serial number (B)(4). Nakanishi received an email message from (B)(4) on july 2, 2016 that states there was no repair history for this serial number. Due to the device not being returned from distributor, an examination of the DHR for device (ti95ex, serial no. (B)(4)) is the only investigation approach (B)(4) (manufacturer) can make. As a result of the examination, the DHR indicated that no problems had occured during manufacturing and testing of the subject device.